Manufacturer narrative:
Combination product: yes. Upon receipt, the lead was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed coagulated blood and tissue residuals in the fixation helix. During the mechanical analysis, after cleaning the helix from coagulated blood and tissue residuals, it could be properly deployed and retracted according to the technical specifications. Resistance testing was completed to assess the electrical performance of the lead. Measurements throughout these tests were within normal limits. The quality documents accompanying the manufacturing process for the device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
Loss of capture and a rise in pacing threshold were reported. It was observed that the fixation helix had retracted compared to its position at the time of implantation. The lead was explanted.